Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to the ipg not functioning as intended. The patient was doing well postoperatively. The explanted product will not be returned.